Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment of an r on t phenomenon. It was noted that the generator's hanger assembly and atrial output connector were broken and were replaced. The electrical and mechanical parts were inspected and the device was recalibrated and functionally tested.

Event description:
It was reported that the external pulse generator had a possible r on t pacing issue. The generator has been returned for service. It was indicated that there was no patient involvement associated with this event however follow-up is underway to confirm. Follow-up was inconclusive, the hospital had no additional information, not even the name of the doctor that sent the note on the device. The technician also stated that when tested, there was no issue observed with the device.